Event description:
During a trochanteric fixation nail procedure, as the surgeon was impacting the helical blade into place, the knob at the end of the coupling screw broke off and fell onto the floor. All pieces were retrieved and the procedure was completed with no adverse effect to the patient. The shaft was removed from the patient with the broken screw removal set. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)